Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) a few months ago and exact date when the incontinence returned is unknown. The aus cuff was too big due suspected urethral atrophy. The cuff was downsized by removing the existing 4.5 cm cuff and replacing it with 3.5 cm. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.